Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Attempted to inflate balloon with 10 ml of solution and the catheter had leaked in 3 places. There was a 0.011" pinhole found on the balloon and a 0.012" pinhole found on the shaft of the catheter. During inflation, solution had also slowly flowed into the drainage lumen at bifurcation and created lumen to lumen leak. Therefore, product does not meet specifications according to ip7603444 rev 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Although an exact root cause could not be determined potential root causes could be: ¿ stylet puncture during use ¿ lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was inflated during testing, but after inflation, the balloon was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was inflated during testing, but after inflation, the balloon was deflated.